Event description:
It was reported that balloon hole occurred. The patient underwent percutaneous balloon dilatation of artificial arteriovenous fistula in the left forearm under local anesthesia and b-mode ultrasound localization. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the there was a hole and gas leakage in the balloon body. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that long-term lesion target lesion was located in the mild tortuous and moderately calcified vessel. The balloon ruptured at 10 atmospheres for 2 seconds. The device was directly withdrawn.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. (B)(6).

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k) #: k141521, k141597. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon hole occurred. The patient underwent percutaneous balloon dilatation of artificial arteriovenous fistula in the left forearm under local anesthesia and b-mode ultrasound localization. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the there was a hole and gas leakage in the balloon body. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.